Event description:
It was reported that a pump was alarming no disposable clamps tubing. The pump was silenced, reviewed the settings and closed the clamp. Removed the cassette and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and opened clamp. Started the pump. The pump is running. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.